Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) multiple times due to ongoing low blood glucose (bg) levels (value not provided). Customer was unable to recall dates and specific details regarding low bg events and ER visits.

Manufacturer narrative:
Additional information was provided stating that the multiple emergency room (ER) visits resulted in multiple hospitalizations. Reportedly, customer has a history of gastroparesis, feeding tube complications, and ptsd. Pump data review confirmed the pump was functioning as intended. B3, h6, (remove 4614, add 4607), b7.